Manufacturer narrative:
The source of leak could not be determined and the leak could not be reproduced. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to fluid leak found under unicel dxc 600 pro synchron clinical system. The customer pulled out hydro and found liquid to the right of waste exit pump. No injury was reported and there was no effect to patient or user.